Manufacturer narrative:
Date of event - 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the air vent of a vented paclitaxel set. This occurred prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed with no issues noted. Simulated use testing was performed with no leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.